Event description:
It was reported that the customer received a failed battery test on the insulin pump, which would not clear with four battery changes. The customer's blood glucose was 174 mg/dl. During troubleshooting, no related damage or corrosion was found. After the customer was instructed to clean the battery cap contacts and insert a new battery, another failed battery test was received. Customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm or low battery alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.